Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic due to lead impedance out of range via merlin.net transmission. The patient has twiddler syndrome and caused both right atrial and right ventricular leads to dislodge. Chest x-ray was performed and confirmed the leads have dislodged. The leads were explanted and replaced. The patient remained asymptomatic and would continue to be followed up normally.